Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed damage housing to the battery top cover. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported: "the co-oximeter readings on the same subject vary from 3-7 on the adult sensor and 2-7 on the pediatric sensor. When compared to the new co-oximeter provided for the clinic study, the new sensor values were 2.8-3.5 while the old co-oximeter values were 0-6. Two of the six comparison values were identical." No known impact or consequence to patient was reported.